Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. A field action was initiated on 07-feb-2018 (product advisory notice was sent to all potentially impacted customers). All information reasonably known as of 07-may-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).

Event description:
It was reported that the ventilator tubing disconnected from the in-line suction catheter swivel while the patient was under ventilation. This created an issues since there was a break in the circuit and the patient stopped receiving ventilation. The catheter had to be replaced. There was no patient injury.

Manufacturer narrative:
Halyard health received one (1) sample that was not returned with the original packaging. There was no flex connector returned as well. The physical appearance of the sample was slightly dirty with dried biological matter. The returned double swivel elbow (dse) was examined. There were no visible damages to the manifold, male insert component. The flex connector was not returned with the dse. Since the flex connector was not returned with the dse, an unused (for reference only) flex connector was used to replicate the reported disconnection. The small end of the flex connector (15mm) was attached to the male insert of the dse. Resistance was felt just above the medial point of the insert. A certified ruler was placed next to the mated components. The distance between the leading edge of the flex connector and the top of the dse flange was 4mm. The flex connector was rotated, the dse male insert did not rotate with the flex connector and became disconnected from the male insert during the rotation. The root cause is attributed to a manufacturing related issue. The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of 03-jul-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).